Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 140mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was flush. The customer stated that the device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received stuck in motor error alarm loop during bolus delivery. Error alarm noted in alarm history. Prime alarm during displacement test due to excessive motor axial play.